Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on november 6, 2023, the patient underwent an endovascular treatment for atrial septal defect (asd) using gore® cardioform asd occluder. For the defect sized 25 x 18 mm, a 48mm occluder was selected. The occluder was delivered in a more proper angle compared to the first one; however, there was positioning difficulty due to technical issues (poor transesophageal echocardiographic support). After the fifth deployment attempt, the slider became unable to move. The physician deployed the occluder inside the left atrium and then attempted to reload it into the catheter; however it was not successful. After 2 or 3 attempts, the locking loop came out from the mandrel. The physician also tried to withdraw the device by a snare catheter, but it did not succeed either and the delivery catheter was broken. During this attempt, atrial tachycardia developed and it returned to sinus rhythm by a dc defibrillator. Then the procedure was converted to surgery. The occluder was removed and the asd was repaired surgically. The patient tolerated the procedure.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment. Imaging evaluation: it was reported that a 48 mm gore cardioform asd occluder was attempted to close a defect measuring 25x18mm. The cardioform device was recaptured several times before the physician was unable to recapture the device. It was reported that the slider was unable to move. This can happen in the asd occluder on the larger devices after several attempts due to the viscosity of the blood. In the future, the physician can flush the catheter via the attached flush port on the handle of the device to remove some of the blood that can travel back to the handle causing the slider to become sticky. There are not images provided showing the deployment of the device, only the attempted retrieval of the device. During retrieval, the retrieval cord broke. During this attempt, atrial tachycardia developed and it returned to sinus rhythm by a dc defibrillator. The patient was sent to surgery to repair the asd and tolerated the procedure well. Engineering evaluation: it was reported that that after difficulty positioning and multiple deployment attempts, the physician was unable reload, deployed into in the left atrium and could not retrieve the occluder with the delivery system or a snare. Evaluation of images of the occluder and control catheter post procedure and removal showed the following: the spiral design of the frame of the occluder is fully uncoiled, therefore, the left and right discs are not formed, the occluder is elongated, with the lock loop visible adjacent to the left eyelet outside the eptfe and the left eyelet and right eyelet/lock loop are oriented 90o to the axis of the occluder and delivery catheter. The control catheter is twisted 360o about the axis at the location of the hydration slot. The images provided are consistent with the physician¿s observations that the occluder was difficult to deploy and reload, the lock loop released prematurely, the delivery system was damaged, and the occluder could not be retrieved with the delivery system. The cause for the initial difficulty in deploying and reloading the occluder cannot be determined with the evidence provided, however, multiple reloading attempts may have been a contributing factor. The cause for the release of the lock loop during reloading/retrieval and penetration of the lock loop through the eptfe cannot be determined with the evidence provided. The elongated, uncoiled configuration of the occluder and damage to the control catheter are consistent with twisting or rotation of the delivery system. The uncoiling of the occluder and related disengagement of the lock loop may have contributed to the difficulty in retrieving the occluder if the uncoiling occurred before or during attempts to reload/retrieve the occluder.